Event description:
Additional information was received for this case. The patient was seen by the physician office for a follow up CT which revealed that the reported type I endoleak was resolved.

Manufacturer narrative:
(B)(4). Severely angulated aortic neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 8.5 cm abdominal aortic aneurysm. Aortic neck was severely angulated. It was reported that after the 32mm bifurcated stent graft was placed there was a proximal type I endoleak. The stent graft was ballooned multiple times; however, the endoleak did not resolve. The physician will monitor the patient. No clinical sequelae were reported.